Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.8 - 4.2 inr): (B)(6). The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Qc acceptance range for code 255 for strips 391903-21: 2.5 - 3.9 inr (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation found that the alleged customer results were acquired using code chip s_394 which links to strip lot 397398-21. The investigation did not identify a product problem. The cause of the event could not be determined. The occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was stago compact with neoplastine reagent. At 12:17 am the result from the meter was 3.4 inr. Later in the day, the customer went to the emergency room for shortness of breath which was attributed to fluid in the chest. The emergency room performed blood tests and at 2:00 pm the result from the laboratory at the hospital was 2.3 inr. No additional laboratory results were provided. At 5:11 pm the customer retested and the result from the meter with a capillary tube was 3.2 inr. The laboratory result was believed to be accurate. The customer was "stable and well". The customer's therapeutic range was 2.0 - 3.0 inr.